Event description:
It was reported three days following successful filter replacement, both jugular and femoral central line placements were attempted. A chest x-ray taken after the attempted central line placement noted the filter was in the innominate vein. The pt is being treated with anticoagulants and a second filter has not been placed. The pt's condition is good. This device remains implanted. Therefore, no failure analysis will be available. Follow up revealed the central lines were being placed without the aid of fluoroscopy. The filter referenced in this report had been placed three days prior to this event without complications. No malfunction of the device was reported. Rather, central line placement without the aid of flouroscopy resulted in complications that led to this event. Directions for use state: "do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."